Event description:
The reporter stated that the user facility staff implanted expired product in a patient having a spinal surgery procedure. The product was shipped from integra to the user facility on (B)(6) 2009. The product expiration date was 12/31/2009. The product expiration date is twelve months from the date on which it was packaged and sterilized. It was implanted on (B)(6) 2010. Integra has requested additional information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.